Event description:
Procedure being performed: tx2 proximal component placement to cover thoracic aorta ulcer. Vessel avulsion in external iliac artery upon attempted placement over wire. Iliac vessels were very tortuous - this is listed as cause of vessel avulsion. Device was retrieved intact with no tears or apparent damage to device later implanted through dacron graft conduit. The pt underwent an add'l procedure. An open aortobifem operation was performed with aortic clamp.

Manufacturer narrative:
MFR reference (B)(4). Expiration date: lot# unk as lot# is unk. (B)(4). Manufacture date: unk as lot# is unk. Investigation is in progress.